Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified, no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment, appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device, during deployment, due to circumstances of the procedure. There is no indication, of a product quality issue with respect to the design, manufacture, or labeling of the device. G2: removed distributor from report source.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported, that this was an arteriotomy closure of the right common femoral artery using a proglide. After a percutaneous coronary intervention procedure, using a 7fr sheath. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a cuff miss [suture retrieval issue] occurred with a proglide device relative to an unspecified procedure. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.